Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell off cystic artery and the patient had to come back for reopeartion the next day. Patient in stable condition.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.